Event description:
The patient reported the device sounded an alert every 12 hours. The patient was concerned that the battery life was being affected by the alerts. Review of device data could not find any reason for the alert. It was further reported that there were multiple beeps, and that the device was reset by the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.